Manufacturer narrative:
There was no death associated with the defibrillation event. Monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and a visual/physical functional evaluation. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. Electrode belt has not yet been returned to zoll manufacturing corporation for evaluation. An evaluation was performed using the downloaded software flag files. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Device manufacture date: monitor: 01/18/2016, belt: 06/01/2012.

Event description:
A us distributor contacted zoll to report that a patient received an appropriate treatment event consisting of five lifevest treatment shocks. Following the treatments, the patient presented to the ER. The lifevest detected an arrhythmia at 03:06:20 on (B)(6) 2018. The patient's rhythm was vt. The response buttons were pressed from 03:07:00 to 03:07:20 delaying treatment. Five shocks were delivered between 03:08:09 and 03:09:55 while the patient was in vt above 150 bpm. Following the fifth and final shock, the patient's rhythm was a two beat conversion with recurrent vt at 160 bpm. The patient remained in vt until the device was deactivated 92 seconds later. A subsequent treatment was not delivered due to the patient receiving the maximum 5 shocks in a single treatment sequence. The lifevest functioned as designed, but was unable to convert the patient's arrhythmia. There was no death associated with this treatment event.